Event description:
It was reported that the customer experienced high blood glucose of 500 mg/dl. Customer's mother stated that the school nurse called her and stated that the screen on the insulin pump froze and it has lines through it and the display cannot be seen. It was stated that the screen was partial, it went from right to left in 1/3 of the screen and then all of it went out. No troubleshoot was performed as the customer was not available at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.